Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.5/107 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens tore during injection into the eye. The lens was removed within the same surgery with no apparent injury. The lens was exchanged with another same model lens and the problem was resolved.

Manufacturer narrative:
Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, patient age below 21 years. Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).